Manufacturer narrative:
Upon receipt at boston scientific, the device underwent routine detailed analysis testing. Visual and microscopic inspection of the device noted body fluid contamination under the atrial tip seal plug and a tear in the medical adhesive. A hole was also noted in the atrial ring seal plug. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. The device was checked with an is-1 lead and the fit was normal. The device setscrews moved freely with no binding. Analysis has confirmed that electrically the device performs within specification.

Event description:
Boston scientific received information that during a follow up visit, it was noted an increase in atrial impedance, after manipulating the device in the pocket the impedance was normal again. The pocket was opened and the pacemaker investigated, the proximal screw on the atrial port was not screwed in the lead connector. It was not possible to move the screw with a torque wrench; as it was stuck in the out position. A wrench with out torque was used to loosen the screw and fasten the lead to the terminal. A revision procedure was performed and the device remains in service as the setscrew was tightened down on the atrial port. Approximately four years later the device was removed and returned to boston scientific without further allegation. No adverse patient effects were reported.